Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that during a follow-up noise was observed on the rv lead due to possible insulation breach. Since the associated device was a subject to the advisory for premature battery depletion, although there was no eri alert or allegation of premature battery depletion, the physician decided to replace the device. On (B)(6) 2018, the lead was capped inside the body and replaced and the device was explanted. The procedure was completed without any adverse consequences to the patient.